Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised because of various malalignment issues. The device was implanted in 2005.